Event description:
It was reported patient was revised after 6 months due to a broken nail.

Manufacturer narrative:
Additional information has been requested, and if received will be supplied on a supplemental report.